Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the pump not being implanted correctly was undetermined. No further complications were reported and/or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot #: (B)(4), serial #: n/a, implanted: (B)(6) 2012, explanted: n/a, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 05-apr-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(6) regarding a patient who was receiving gabalon at "un" unknown concentration at 500 mcg/day via an implantable pump for spinocerebellar degeneration (hereditary spastic paraplegia). It was reported that the pump and catheter were exposed (protrusion) and that there was an infection. It was reported that in the beginning of (B)(6) 2018 or (B)(6) 2018, that signs of infection were observed. The details of the signs of infection were unknown. It was reported that when the patient visited the hospital, the wound was completely opened and the pump and catheter were exposed. The wound was opened again urgently. The pump and the pump pocket were cleansed emergently. The contaminated tissue was removed and the wound was closed. Antibiotic administration was performed. The dose of baclofen was being reduced. It was reported that it was considered that the catheter connection part of the pump had pressed the wound from inside resulting in the infection this time. It was also considered whether the infection was attributed to the bad method of putting in the pump. It was reported that if infection recurred, removing the pump which included the catheter once, implanting a new pump in the left abdomen and implanting a new catheter again were scheduled. It was reported that the event was unrecovered and the classification of severity of the event was 3 (serious). It was reported that the causality of the event was not related to the drug, the catheter, the pump, the programmer, and related to the surgical procedure. Additional information was received. It was reported that the implant date of the catheter was (B)(6) 2012. It was asked for more details around the report of "there may have been a bad method of putting in the pump" and it was reported that the pump was not implanted correctly. The physician is being asked for further comments and additional information will be reported if more details are received. It was reported that the patient outcome and status of the infection is unknown at this time and more information will be reported if received. No further complications were reported and/or anticipated.